Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient is vaginal vault prolapse. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2005 ¿ underwent vaginal repair of pelvic-support defect including cystocele, rectocele, enterocele, vaginal vault suspension with ivs tunneler and pelvisoft and cystoscopy with hydro-distention under general anesthesia. Per the available records, patient did not undergo any mesh revision surgery.